Manufacturer narrative:
Additional information (17-nov-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data files and the information provided by the customer. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse observed an obstruction within the sample tubing which was resolved by replacement of the sample tubing. Quality control recovery was within range and no issues were noted with other patient samples indicating that the dimension exl 200 system and valproic acid (valp) assay were performing acceptably. Repeat of the same sample yielded the expected result. A potential systemic product issue was not identified. The cause of the event is unknown. The system is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00265 was filed on 25-oct-2022.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed valproic acid (valp) patient sample result obtained on a dimension exl 200 system. Siemens is investigating the event.

Event description:
A discordant falsely depressed valproic acid (valp) patient sample result was obtained on a dimension® exl¿ 200 system. The falsely depressed patient result was reported to the physician and the result was questioned. The same sample was reprocessed on the same dimension exl 200 system. A higher result, considered correct, was obtained and reported. There were no known reports of patient intervention or adverse health consequences due to the falsely depressed valp patient sample result.